Event description:
The customer observed a diluent leak from the coulter hmx hematology analyzer with autoloader. The leak was not contained in the instrument and the volume of the leak was approximately twenty to twenty five milliliters. The customer was running a system test procedure in an attempt to determine the source of the leak however could not identify the source. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the tubing from the peltier to the mixing module had split. The fse replaced the tubing. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was the splitting of specific tubing. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).